Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 145 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice air bubbles floating around inside the reservoir. Customer was able to remove the reservoir and manually prime the air bubbles out.